Event description:
The patient was implanted with a left ventricular assist device. It was reported that a pump stop was noted during system data review during a clinic visit. A log file was submitted to the manufacturer for review by technical services. A single pump stop was captured in the log file on (B)(4) 2015 while the patient was on battery power. The patient did not recall any audible alarms and was reportedly asymptomatic at the time of the alarm. The system controller was exchanged and the patient was to be monitored. No additional information was provided.

Manufacturer narrative:
Approximate age of device ¿ 6 months. (Calculated from the date when the system controller was issued to the patient.) The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Device evaluation the investigation confirmed the reported pump stops via the log file; no pump stops were reproduced during analysis. On (B)(6) 2015, the pump stopped for a brief period. The pump stop was associated with a driveline disconnected. The driveline disconnected alarm cleared and the pump returned to the set speed without issue. There were no other notable alarms active in the log file. The returned system controller was functionally tested and no pump stops were reproduced during the analysis. Visual observations did confirm the reported white lines through the display, these lines did not affect the system controller¿s ability to operate the pump at the set speed. A root cause for the reported pump stop and lines through the lcd display could not be conclusively determined. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.